Manufacturer narrative:
Continuation of d10: product ID: 4351-35, serial# (B)(6), implanted: (B)(6) 2018, product type: lead. Product ID: 4351-35, serial# (B)(6), implanted: (B)(6) 2018, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastric stimulation. It was reported that they took out the patient's stomach and gallbladder. They live on a j tube feeding pump now. They lost 130lbs in a year and all their teeth from vomiting. They have slow intestinal motility and slow esophageal motility. They can't eat solids anymore. They tried the device, but the leads had slipped from their stomach lining and tore 85% of their stomach. They are on palliative care now.

Manufacturer narrative:
Continuation of d10: product ID: 4351-35, serial#: (B)(6), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: lead. Product ID: 4351-35, serial#: (B)(6), implanted: 2018 (B)(6), explanted: 2019 (B)(6), product type: lead. Explant date is estimated. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was implanted in 2018 and had the system removed a year later (~2019) due to the device not working and a possible lead migration. Patient stated they had a portion of their stomach removed at the time of device removal. The patient was upset about the care they received from providers during the time after their implant and leading up to the removal of the device.